Manufacturer narrative:
Findings: unit had blank display due to moisture damage on electronic assembly. Unit had moisture damage on motor. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to blank display. Unit had a cracked display window, cracked case at display window corner (upper right corner), scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (b)(64) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 260 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.